Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source, the fan of the lamp was destroyed. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection and the reportable malfunction was confirmed. An additional potential adverse event was noted where the scope detection did not work. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the fan was damaged which caused the fan failure. The lamp was depressed resulting in no light being emitted. The scope detection failure was likely due to a gap between the output connector and the terminal.

Event description:
The reported event occurred during a colonoscopy procedure that was completed with the same device without delay.